Event description:
The customer reported the system displayed a cine disk error message. Thereby affecting cine function a loss of subtraction, road-mapping, or other critical vascular cine functions. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and the cine drive were installed during the service call. The system was tested and found to be working as intended and put back into service.